Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by a health care professional (hcp) on (B)(6) 2015. A dye study was done on (B)(6) 2015 and there appeared to be some extravasation of dye at the l3/l4 level just before the catheter turned cranially and entered the spinal canal. It was noted that there was likely a tiny fracture in the catheter and the diagnostic did not confirm the presence of a granuloma. The patient was referred to another physician for a catheter revision.

Manufacturer narrative:
The catheter ((B)(4)) was returned for analysis and analysis found no significant anomaly. The catheter was incomplete and returned in segments.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving gablofen (2000mcg/ml at 1777.6mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2015 it was reported that the patient had been experiencing intermittent overdose and underdose symptoms. The patient has had about six episodes in the last month to five weeks where they go from getting very tight to being somnolent and will sleep for around six hours at a time which is unusual for them. The hcp suspected an intermittent kink, a granuloma, or an issue with the motor. However it was noted that the logs had been checked and were normal. It was noted that symptoms suggested a potential catheter issue. The hcp decreased the patient's dose by 25% to (1350.8mcg/day) and was planning to supplement with oral baclofen if needed. It was unknown if there was a relationship between the drug and the symptoms. Additional information was reported by the hcp. A dye study was done on (B)(6) 2015 which showed a catheter leak. It was also noted that a catheter revision was ordered and pending. Further follow up was done to determine the cause and location of the catheter leak and if a granuloma or kink were confirmed.

Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: pump.

Event description:
Additional information was reported by the consumer via the company representative. On (B)(6) 2016 the pump and catheter were replaced. The patient had started experienced increased spasticity a few months ago and a dye study showed micro tears in the catheter.